Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure concurrently with posterior colporrhaphy with mesh and perineorrhaphy on (B)(6) 2004 due to rectocele and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 due to sui and pop and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent excision of eroded mesh on (B)(6) 2005 for mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.